Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "black spot" inside the homechoice cassette. This was observed before use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter first name: (B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The black spots are embedded particulate matter (epm) at the welded cassettes. The epms at the welded cassettes are measured to be 0.02sqmm and 0.02sqmm is within the product specification. An under water pressure test was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.